Manufacturer narrative:
The ge service rep troubleshot the system and found numerous file errors in debug mode. He reloaded the software and cal files. The system function normally at this time.

Event description:
The customer reported that the workstation would not boot.